Manufacturer narrative:
(B)(4).

Event description:
It was reported that one month after implantation of the patient¿s implantable neurostimulator (ins) symptoms of infection were detected. The treating physician immediately hospitalized the patient and administrations of antibiotics were started. Cultures taken of the gluteal pocket and cervical region were negative. On (B)(6), ¿new prints¿ were made by the erythema and purulent with a negative response. On (B)(6), the ins was explanted and was not replaced. It was noted that on oct 10 results of samples taken were positive for mycobacterium. In addition it was reported that the patient was in medical treatment with antibiotics for one year. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.